Event description:
From staff: rn was mixing ordered antibiotic and when secondary tubing was spiked into transfer device it started to leak where the clear plastic piece attaches to the white plastic piece. Medication was wasted and a new vial was prepared, and the same leaking occurred again in the same place. Ref#6070030, lot#l857. Transfer device and packaging placed in biohazard bag and put in anm mailbox in charge office.